Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the aspirate probes. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) result is due to hardware malfunction. (B)(4). All MDR's associated with this event: 2122870-2015-00475, 2122870-2015-00476, 2122870-2015-00477, 2122870-2015-00478, 2122870-2015-00479, 2122870-2015-00480, 2122870-2015-00481, 2122870-2015-00482. (B)(6).

Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for eight (8) patients (designated as the customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for eight (8) patients (designated as patients one (1) through eight (8)). The sample from patient six (6) was reanalyzed on alternate access 2 immunoassay system serial number 505101 and a lower result, within the assay's normal reference range, was obtained. The customer stated the initial elevated, non-reproducible result was reported from the lab, and patient six (6) was given unknown treatment in the emergency room for a myocardial infarction. There was no report of additional injury which occurred in association with this event. The following MDR's will address the elevated, non-reproducible access accutni+3 results for the additional seven (7) patients: 2122870-2015-00475, 2122870-2015-00476, 2122870-2015-00477, 2122870-2015-00478, 2122870-2015-00479, 2122870- 2015-00481, and 2122870-2015-00482. Quality control (qc) recovery was within the laboratory's established ranges and a system check passed within published performance specifications prior to the event. The customer tested qc and performed a system check after the event. The qc results obtained for the access accutni+3 level one (1) and level two (2) qc were above the laboratory's established ranges, and the washed portion of the system check failed. The sample was serum. No sample integrity issues were noted by the customer. The customer did not provide any additional information such as centrifugation data. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.